Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the local area sales representative was instructed to program the device off due to the patient nearing end of life and on hospice care. Upon review, the device had displayed fault codes indicating a low voltage alert had occurred. The patient with this device reportedly had an underlying rhythm and no adverse patient effects were reported as a result of this clinical observation. The device was programmed off with no further plan to assess the fault code.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--